Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was due to the monitor's electrode belt connector having bent pins. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.